Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they were having battery out limit alarms after a change of battery. They had replaced the battery cap but the problem persists. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.